Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 549 mg/dl at the time of the incident. Customer stated other blood glucose value was 422 mg/dl, 217 mg/dl, 92 mg/dl, 273 mg/dl, 267 mg/dl. Customer experienced symptoms such as nausea, vomiting. Customer declined troubleshooting for high blood glucose level. Customer was using auto mode. The insulin pump will not be returned for analysis.